Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had shocking on the left side of their body, from half of their face and down, and into their toes when they lay on their right side. Their shocking was noted as intermittent and was a sudden change in therapy. They experienced a shock so bad they went to the emergency room. A CT scan and x-ray had been performed in the past, and no kinking or disruption of the dbs wire sheath was noted. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that impedances are all within normal range now. The caller inquired about risk for MRI and it was reviewed that as long as impedances are within range and shocking has not happened for some time, MRI should be okay. However, the decision is ultimately up to the managing hcp and should factor in the patient's past history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that an x-ray was taken with no fractures in the lead noted. On (B)(6) 2018, the patient's settings were changed to 3+, 2.5v, 60us, 180hz. When stim was turned back on again in these settings, the patient did not exhibit any side effects. If a connection issue is suspected, changing the settings resolved the side effects exhibited when stim turns off and turns back on again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative indicating that the event is not resolved and the patient is seeing there neurosurgeon to troubleshoot. It was further reported that since dec. 2017 the patient has had 5x of the shocking sensation that caused pain and freezing in the patient's face. The shocking sensation occurs when the patient is lying down. The patient has turned the stim off since dec. 2017. The patient received an x-ray. The rep said that the patient got a shocking sensation when they tested therapy impedance at 3 volts, but not during electrode impedance. It was discussed to the rep that there may be a possible connection issue and to use case and electrode for programming since bipole impedance appears a bit on the higher side. Impedance at 3 volts c<(>&<)>0 2362 c<(>&<)>1 2240 c<(>&<)>2 2030 c<(>&<)>3 2296 0<(>&<)>1 3537 0<(>&<)>2 4046 0<(>&<)>3 4377 1<(>&<)>2 3201 1<(>&<)>3 4102 2<(>&<)>3 3121 c 1- @3.2 volts 60 pw, 180 hz, 1033 ohm 3.152 ma

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the rep indicating the cause of the shocking was not determined, but the managing neurologist had the right dbs system turned off to see if the shocking would stop. The patient reported no shocking on (B)(6) 2017 prior to the device being turned off. The patient was scheduled to follow-up with their neurologist with the rep present.